Event description:
It was reported that this programmer could not interrogate the pulse generator. The programmer had an error message. Technical services suspects this is due to the programmer having older software than the device. A local representative will be contacted to get the latest software. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was able to boot up and load boston scientific software. The software version was at level 4.08. The software version 4.09 was applied to the returned programmer. The programmer was able to interrogate a pulse generator and it updated it to the newest firmware. It was concluded that the red screen observed in the field was likely caused by a mismatch between the programmer's software and the implantable device firmware.

Event description:
This supplemental report is being filed to provide additional information regarding programmer analysis. It was reported that this programmer could not interrogate the pulse generator. The programmer had an error message. Technical services suspects this is due to the programmer having older software than the device. A local representative will be contacted to get the latest software. There were no adverse patient effects. The device remains implanted. The programmer was later returned.